Manufacturer narrative:
(B)(4). The reported channel disconnect event was confirmed via log analysis and was identified to have been a power interruption to the pump modules channels a and b attached to the left side of the pc unit. The channel disconnect event was duplicated twice on the returned infusion system. Temporary replacement of the left iui connector on the pc unit resolved the intermittent continuity issue occurring with the connector. Inspection of the left iui connector pins identified the presence of contamination and corrosion. The interfering contaminate that was causing a continuity issue was most likely occurring at pin 3, module detect left during the customer's and in-house channel disconnect events. The proximate cause for the customer's reported experience is being attributed to contaminated and corroded pins on the left iui connector of the pc unit. The root cause for the presence of contamination and corrosion on the iui connector pins noted to be approximately 4 years old is not known but may be an indication of needed improvement in pm activities performed by the customer.

Event description:
It was reported that an alaris system with two infusing pump modules experienced a communication disconnect message during transport of a pt from the heart room to the ICU. The user hit the confirm key and the unit shut off. There was no pt harm or medical intervention. The biomed checked the pumps and found no issues. He detached the modules to check the iui connectors and didn't see any issues.